Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating a barometer failure and a 12 v power failure were generated and the ventilator stopped working. (B)(4).

Manufacturer narrative:
(B)(4).